Event description:
It was reported that while mowing grass a stone struck the ilet, resulting in a broken touchscreen that rendered the screen unusable; blood glucose was not affected and the device had been synced before shutdown. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device will be returned for replacement processing.

Manufacturer narrative:
Initial.